Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 435 mg/dl. During troubleshooting, customer reported that cannula was bent. Customer declined further troubleshooting and requested for insulin pump to be replaced due to excessive no delivery alarms even after it seemed that issue was resolved. Customer was advised that insulin pump would be replaced.